Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A request for additional information has been made. No adverse patient effects were reported. The device remains in service.